Event description:
I received an email from abbot about libre 3 +sensors needing to be checked for maybe a bad batch. I tried the web site for several weeks it won't work. Tried calling on hold for hours (53 ahead of me) couldn't get thru tried chat with support was 17 in line hung up on twice. I have 5 sensors I need to check. I now would just have them send me 5. New and I will dispose of these, but I have no way that I can contact them. Pt code: 4582. Device code: 2588. Reference reports: mw5180902, mw5180903, mw5180904, mw5180906.